Manufacturer narrative:
Corrected data: upon further review it was noted that section h11 of the initial MDR did not provide a manufacturer narrative to justify the blank PMA/510(k) field. Therefore, the following statement is being provided in this supplemental MDR report: section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the preloaded toric intraocular lens (iol), something like a thread came out of the tip of the cartridge and it seemed to be entangled with the iol. Although the tip of the cartridge and the foreign material came into contact with the patient¿s eye, the iol itself did not, as it was not implanted. No further information was provided.